Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostim ulator (ins) for post-laminectomy pain. It was reported that the patient fell down 13 stairs two weeks prior to the report and since then the patient was unable to feel stimulation. The rep connected to the ins and it showed ok service life and a full battery charge level. The rep turned up the patient's program amplitude and the patient was able to feel stimulation. The patient stated that it was a much higher level (5.0v) than they used to use (2.0v). The patient was able to feel stimulation in their back and legs but needed coverage in their back; the patient said that feeling stimulation in their legs, especially their lower legs, was new to them and they never felt it there in the past. The rep was using the upper most contacts on both leads (contacts 0 and 8 with cathodes) to achieve the coverage. The rep noted that it seemed as though maybe the leads had slid down slightly and all the lower electrodes only captured the patient's lower legs and feet. The rep said that impedances were all within normal range the rep was able to capture the patient's low back pain with coverage but they also felt stimulation in their legs down to their feet now. The healthcare professional was going to send the patient for x-rays to check the leads. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the physician offered to revise the leads to resolve this. The patient is currently thinking about it. No actions have been taken yet for the migrated leads.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# j0230860v, implanted: (B)(6) 2002, product type: lead; product ID 3487a-33, lot# j0230860v, implanted: (B)(6) 2002, : product type: lead; product ID 3487a-33, lot# j0230860v, implanted: (B)(6) 2002, product type: lead; product ID 3487a-33, lot# j0230860v, implanted: (B)(6) 2002, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the rep. The rep reported x-rays were performed and showed that the lead migrated down to t11. The root cause was still unknown and the stimulation felt in the legs and feet was not yet resolved. No further complications were reported or anticipated.